Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted. No frozen screen was noted. The insulin pump was also received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer had a frozen screen on the insulin pump. The customer's blood glucose level was unknown. Troubleshooting was performed, and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.